Manufacturer narrative:
Two samples were received for evaluation. Visual inspection was performed and noted bent cannulas. The line block alarm is confirmed based on the condition of the returned cannula. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Event description:
It was reported that the person with diabetes (pwd) received multiple ¿line blocked¿ alarms, which were resolved by changing the cassette (not an ICU medical product) and the cleo 90 infusion set. The pwd experienced glucose levels as high as 400 mg/dl, which she associated with the line blockages. Current glucose is 180 mg/dl in halo. The pwd experienced line block alarms resulting in early replacement of three cassettes (not an ICU medical product) and cleo 90 infusion sets. The alarms are occurring primarily at night. The event occurred while in use with patient.